Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was no flow of water when the tubing was hooked up in the surgical intensive care unit. There was patient involvement.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, and passed testing, with no flow rate issues observed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the evaluation, the investigation could not duplicate or confirm the reported issue. The device return tube and fitting, membrane switch and float were all replaced as a preventative measure.